Manufacturer narrative:
Block h6 imdrf impact code f2301 is being used to capture the reportable event of additional device required. Device code a1702 is being used to capture the reportable event of failure to retrieve anchor. Block h11: the device was returned with the needle body bent. The reported events of failure to retrieve anchor and additional device required could not be confirmed, the functional test of passing the anchor could not be performed due to the condition of the device. Based on all gathered information, the probable cause selected is adverse event related to procedure, since the device returned with the needle body bent, most likely procedural factors. A product labeling review was performed and there is no evidence the device was improperly used per the IFU, and there is not any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an endoscopic gastric sleeve (esg) revision procedure performed on (B)(6) 2024. During the procedure, after six bites, the physician was unable to unload the anchor from the needle driver with the anchor exchange catheter. A grasper had to be used to unload the anchor from the needle driver and a cinch was used to cut the suture. Another anchor was loaded onto the anchor exchange successfully, but the physician could not load the anchor onto the needle driver. The procedure was completed using another device of the same model. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an endoscopic gastric sleeve (esg) revision procedure performed on (B)(6) 2024. During the procedure, after six bites, the physician was unable to unload the anchor from the needle driver with the anchor exchange catheter. A grasper had to be used to unload the anchor from the needle driver and a cinch was used to cut the suture. Another anchor was loaded onto the anchor exchange successfully, but the physician could not load the anchor onto the needle driver. The procedure was completed using another device of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 imdrf impact code f2301 is being used to capture the reportable event of additional device required. Correction to field h6: device code a150208 was deleted. It was incorrectly added. Device code a1702 is being used to capture the reportable event of failure to retrieve anchor.

Manufacturer narrative:
Block h6 imdrf impact code f2301 is being used to capture the reportable event of additional device required. Device code a150208 is being used to capture the reportable event of entrapment of device.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system was used during an endoscopic gastric sleeve (esg) revision procedure performed on (B)(6) 2024. During the procedure, after six bites, the physician was unable to unload the anchor from the needle driver with the anchor exchange catheter. A grasper had to be used to unload the anchor from the needle driver and a cinch was used to cut the suture. Another anchor was loaded onto the anchor exchange successfully, but the physician could not load the anchor onto the needle driver. The procedure was completed using another device of the same model. There were no patient complications reported as a result of this event.